Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a in clinic follow up due to his heart failure worsening. Upon interrogation, it was observed the left ventricular lead was failing to capture. Prior to procedure, imaging was completed to confirm the lead was dislodged. The lead was explanted, but during laser extraction there was a tear in one of the veins. The patient's blood pressure dropped dramatically leading to a 15 minute code performed, and fluid had to be drained from the pericardial sac. The chest was cracked open and the patient was placed on a pump to continue circulation. The patient was unstable.

Event description:
New information revealed the patient had passed away on (B)(6) 2020 due to the injuries suffered from the surgical procedure to explant the left ventricular lead.